Manufacturer narrative:
This is a supplemental report correcting the unique device identifier (UDI) information in section d4. Following the initial report submission, it was identified that the UDI information initially provided was incorrect.

Event description:
A customer reported that during an emergency care procedure, using a glidescope go monitor, the screen was disconnecting from the glidescope spectrum single-use lopro s3 laryngoscope and the video connection was lost. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor and was able to confirm the reported image issue. When connected to a known, good, test glidescope spectrum single-use lopro s3 laryngoscope, the monitor had a loose connection. The customer's monitor failed verathon's device functionality testing. Upon completion of the evaluation, the hdmi was replaced, and the glidescope go monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.